Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed no delivery when the customer tried taking eight units of insulin. The customer stated that the device was off for two hours, while they were exercising. The customer's blood glucose was 211 mg/dl. The customer stated that the device went back to rewind sequence, without the customer pressing the rewind. The insulin pump had also alarmed motor error. Troubleshooting was performed and insulin did exit the tubing. The infusion set was removed from the customer's body and the cannula was not bent. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.